Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported migration could not be conclusively determined. The reported tricuspid regurgitation and dyspnea appear to be cascading events of the migration. The reported patient effects of tricuspid regurgitation and dyspnea, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported a triclip procedure was performed on (B)(6) 2022 to treat grade 4 functional tricuspid regurgitation (tr). One clip was inserted and deployed on the tricuspid valve, reducing tr to grade 1-2. The patient underwent a second intervention on (B)(6) 2023. It appeared that the anterior leaflet had lost grasping as half of the leaflet was outside of the clip. Tr had increased to grade 4 and the patent experienced shortness of breath. Two xt clips were implanted with the original clip remaining well fixed, reducing tr to grade 1.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a triclip procedure was performed on (B)(6) 2022 to treat grade 4 functional tricuspid regurgitation (tr). One clip was inserted and deployed on the tricuspid valve, reducing tr to grade 1-2. The patient underwent a second intervention on (B)(6) 2023. It appeared that the anterior leaflet had lost grasping as half of the leaflet was outside of the clip. Tr had increased to grade 4 and the patent experienced shortness of breath. Two xt clips were implanted with the original clip remaining well fixed, reducing tr to grade 1.